Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2011. It was reported that the pt does not have adequate stimulation coverage. Reprogramming efforts were unsuccessful at resolving the issue. It was reported that the pt's lead migrated. The pt planned to discuss the issue with her physician. No further info is available at this time.